Event description:
It has been reported to philips that screening was not possible and an error "x-ray not possible contact technical support". The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was error message "x-ray not possible". Upon further troubleshooting action, field service engineer (fse) found defect in the fan and power tray. The fse, replaced fan and power tray. After replacement of fan and power tray, the system was returned to use in good working order. The codes were updated based on the investigation outcome.